Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because the serial number of the subject device was unknown. Based upon the reported information, omsc considered that the reported phenomenon was attributed to the following. Incorrect operation of the laser probe used in combination with the subject device. Poor connection with the light source used in combination with the subject device (dimming cable, etc.). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified therapeutic procedure using the subject device at the user facility, it was found that a terrible halation occurred due to the malfunction of the automatic brightness adjustment function of the subject device while performing the laser treatment. The user facility replaced the endoscopic system including the subject device to another similar endoscopic system to complete the procedure. There was no report of patient injury associated with this event.